Event description:
It was reported that the lead exhibited a high capture threshold of 6 v and a low sensing threshold of 2 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.